Manufacturer narrative:
Patient weight was reported as (B)(6). (B)(6). (B)(4). Siemens initiated a technical investigation of the reported event. The result of the logfile investigation revealed the event was due to user error. The user pressed the "hold" button at the control box instead of the "start" button. No device malfunction has occurred. Further action is not warranted at this time.

Event description:
It was reported to siemens that a (B)(6) female patient needed to be rescanned with additional contrast medium (15ml ultravis 370) after the abort of the initial procedure during a heart examination using the reported somatom drive system. The system's spiral did not start. In order to complete the examination, the patient was exposed to an additional x-ray dose and received additional contrast media. No adverse patient event or critical injury were reported. This report is being conservatively reported with an abundance of caution. The reported event occurred in (B)(6).